Event description:
During device set-up, it was reported that the disposable could not be placed securely into the hardware. The heat exchanger of the fluid warming infusion set was too long. No patient injury or adverse event was reported.

Manufacturer narrative:
Evaluation summary: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.